Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a patient with a smiths medical pneupac¿ patient circuit was unable to be ventilated. The air circuit was then changed out; solving the problem. The following day the expiratory valve was noted to be "strange," causing leakage of gas. There were no reported adverse patient effects.

Manufacturer narrative:
Device evaluation: visual inspection: single limb circuit arrived with the patient valve in pieces but in good condition. The hose has no damage, splits or holes. The gauge connecter showed no signs of damage. The customer reported condition was not confirmed. No fault found.